Event description:
It was reported that during infusion with cadd cleo infusion set, the infusion site had fell off earlier. This issue may result in drug leakage and potential exposure to the patient or user. There was a patient involvement with no harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.